Manufacturer narrative:
The port was checked for rough and/or sharp edges. There are no rough or sharp edges observed. The doctor stated that the implant date was 2005 and the skin erosion started with the appearance of the prolene suture back in december 2023. The doctor confirmed that during the removal of the port, the port was not detached from the facia muscle. The doctor was unsure of other questions posed. The investigation findings do not lead to a clear conclusion about the source of the extrusion and a root cause was not determined. Unable to determine root cause.

Event description:
The doctor contacted a reshape hcp consultant regarding the patient with extruding access port. No other relevant information was provided.

Manufacturer narrative:
Pending investigation.